Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin due to overfilling. There was no reported adverse impact to the customer. Customer declined any further follow-up from tandem technical support.